Event description:
It was reported that this patient developed a hematoma status post implant procedure. The device pocket was re-opened and the hematoma was removed. It was noted that the physician had believed it was due to not taking the patient off all of the anti-coagulants. No additional adverse events were reported.